Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018 the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jun-2018 with the following findings: during the investigation, the battery compartment and cap were undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister. A leak test failed due to a display lens leak. The pump was unable to power on, and was completely unresponsive. Investigation was unable to verify further testing steps. The ¿power¿ complaint was duplicated due to moisture corrosion. The pump¿s cover was removed, and further moisture ingress was found to the power printed circuit board.